Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, blood is observed on the outside of hub and side port area; however, the valve position cannot be observed and no other damage could be observed. This blood could be related to the leakage reported. A device history record was performed for the finished device lot number 00003019 and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and it was leaking at the valve. No visible damage was noted on the device and there was no significant surgical delay. After the device was replaced, the surgery continued and was completed successfully. No patient consequences were reported.